Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17apr2020.

Event description:
The field service representative reported battery failure. There was no patient involvement.

Manufacturer narrative:
G4: 12may2020. B4: 13may2020. H11: b5: problem description the field service representative (fse) reported battery failed. The device did alert with a battery failure alarm. The battery is less than five years old. The fse was conducting a preventive maintenance at the time of discovery. H10: the fse confirmed the reported failure when the box was opened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 25may2020. B4: 27may2020. The field service engineer replaced the non working battery with a new one to resolve the issue. The unit has returned to service and it is working normally after the repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.